Event description:
It was reported by the customer that pulled a bard PICC catheter customer placed with a tear at about the 5cm mark after 1 week of use. No other information was provided. Additional info received on 16-june-23: it was reported by the customer "patient is receiving 6 weeks of antibiotics. The event did not involve an urgent or life-threatening medical situation. The catheter tear was discovered upon removal due to leaking and pain at the site of the catheter tear. This caused a delay in treatment for 3 days. Catheter was secured with statlock. Patient required a tunneled ij catheter because peripheral venous depletion. Date of event was 17 days after insertion".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a kink and split were observed in the catheter material between the 5 and 6 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ kinking damage which was circumferentially aligned ¿ splitting of the catheter material at the corners of the kink ¿ dulling of the surface of the catheter tubing due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that pulled a bard PICC catheter customer placed with a tear at about the 5cm mark after 1 week of use. No other information was provided.